Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue arose from a software problem, necessitating an update to the database. The technical support specialist accessed ciisafe and implemented the required modifications, subsequently updating the database. Following these actions, the pc was rebooted to launch ciisafe, successfully resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis ciisafe system, one medication was not appearing in the automatic restock system despite being out of stock. The customer reported that the station was experiencing a shortage of medication, necessitating a manual trip to ciisafe to retrieve the necessary medication. The considerable distance between the units contributed to delays in the dispensing workflow. There were no adverse events or injuries reported based on this incident.